Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer, and the complaint was confirmed. Internal components were evaluated and a bearing was discovered to not be functioning properly. Damaged bearings can lead to heat being generated, due to excessive friction among rotating components. The bearings were replaced and the drill was returned to the user facility.